Event description:
The customer reported there were no images on the monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked cables to c arm and repaired the loose connection. The system operates as intended.